Event description:
It was reported to philips that the system's wired footswitch was unable to trigger x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during an emergency treatment procedure. The procedure was aborted, and the patient was moved to another room to complete it. It was reported to philips that the system's wired footswitch was unable to trigger x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the system could perform exposure but not fluoroscopy, when the fluoroscopy pedal was pressed, there was no response from the system and requested onsite support. To resolve the issue, the philips field service engineer (fse) replaced the wired biplane footswitch. The defective part was sent for analysis, for host pc no failure was observed. The defective part was sent for analysis, for wired footswitch, malfunction was observed during visual inspection and failure was found to be anti-slip pads were missing and the pickup bar was loose. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.